Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused chronic coughand secretions for 5 months and 2 cardiac arrests since (B)(6) 2022. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging chronic cough and secretions for 5 months and 2 cardiac arrests since (B)(6) 2022 that are related to CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer performed the external and internal inspection observed the dust-like contamination on top of the blower box, the blower motor, and the blower motor seal. Black dust-like contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure, top enclosure, ui panel, and rear panel. Potential mineral deposit spots on the bottom of the blower motor and blower box, indicating potential water ingress. Slight black contamination, consistent with keratin, at the air outlet of the blower box. Dust-like contamination at the air inlet on the blower bo the manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found two error codes. The manufacturer has determined that they cannot directly address the symptoms described in the complaint. They have confirmed that there is no evidence of degradation or breakdown of sound abatement foam. Furthermore, there are no visible damages or functional failures of the device, indicating that the contamination likely originated externally to the device. The sections b1, b2, h1 and h6 have been corrected in this report as follows: section b1 was corrected to product problem. (Adverse events and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 was updated and health effects - impact code was corrected.